Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticky and the display screen was diminished making it difficult to read. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. Device received with minor scratched lcd window. (B)(4).